Event description:
Analysis of the lead was completed on 04/15/2015. The overall of the returned lead assembly measured 448mm in length. The overall length of the returned lead is slightly out of tolerance; however, this condition was most likely result of stretching of lead at explant as indicated by the stretched appearance of the lead coils in portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on 04/20/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent explant of the vns system due to an infection on (B)(6) 2015. The explanted lead and generator were returned for product analysis on 03/20/2015. Product analysis is still underway and has not yet been completed. The physician reported that the patient was stung by an insect 2 cm below the lead scar and the wound got infected. The infected area grew and spread to the lead scar. Two weeks after the device¿s implantation, the lead wound was infected. Then two weeks after it began in the neck, it spread to the generator location. Cultures were taken which showed the infection to be staphylococcus aureus.